Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) with an investigation documented by philips complaint handling. Analysis was performed by customer only. Based on the results of the analysis provided by customer, the root cause of the reported problem was could not be determined. The issue was resolved by replacing the capacitor and the product is back in service. Based on the information available and results of additional analysis, no further action is necessary at this time.

Event description:
Philips received a complaint on the dfm100 indicating that the device failed to discharge before use. The reported problem was found before use on the patient. The device was replaced with another device immediately. This report has been updated from serious injury to product problem.

Event description:
Philips received a complaint on the dfm100 indicating that the device was failed to discharge before use. The reported problem was found before use on the patient. Patient needed defibrillation immediately. However, there was no patient harm or injury reported. Customer used another device to complete the procedure. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) with an investigation documented by philips complaint handling. Analysis was performed by customer only. Based on the results of the analysis provided by customer, the root cause of the reported problem was could not be determined. The issue was resolved by replacing the capacitor and the product is back in service. Based on the information available and results of additional analysis, no further action is necessary at this time.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the efficia dfm100 defibrillator monitor indicating that, when the device was in use, it cannot be discharged, and the discharge was abnormal. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.